Event description:
Permanent pacemaker was placed on 9/10/92 on an emergent basis due to tachybrady syndrome and bradycardia with traumatic fall, as well as prolonged episodes of asystole. The pacemaker generator used was an elite 7076, model #2e2107196h. The patient returned to the physician's office on 9/22/92 for routine evaluation, which demonstrated significant erratic capture and sensing function. He was promptly admitted to the hospital for pacemaker revision. Atrial and ventricular lead repositioning was performed on 9/23/92.device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: other. Conclusion: device was out of spec in a manner that relates to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: other. Invalid data - on device destroyed/disposed of status.